Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a compromised force sensor system alarm. The customer's blood glucose was 520 mg/dl at the time of incident. The customer stated that the blood glucose reached over 600 mg/dl. The customer stated that they treated the high blood glucose with the manual injection. The customer stated that the drive support cap was protruded. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.